Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in late 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a minicap transfer set, specified as ¿from the white component that would not close¿. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. It was reported the transfer set was changed. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.